Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 for the treatment of stress urinary incontinence and mesh was implanted. The patient experienced multiple complications, including erosion, bleeding, incontinence, infection, swelling, difficulty voiding, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. She underwent a mesh excision surgery on (B)(6) 2011. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to recurrence of stress urinary incontinence and had removal and replacement of tension free vaginal tape (un-identified product) on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted due to stress urinary incontinence and 2nd degree cystocele. Following implantation the patient experienced pain, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, constipation and painful rectal spasm, restricted daily routine causing depression, and sudden sharp stinging pains. It was reported that patient underwent removal and replacement of tension-free vaginal tape bladder neck suspension tape on (B)(6) 2011 due to failed previous bladder suspension. On (B)(6) 2011, the patient underwent robotic laparoscopic supracervical hysterectomy, sacrocolpopexy, bilateral salpingectomy and cystourethroscopy and implantation of gynemesh due to recurrent uterovaginal prolapsed. No additional information was provided. (B)(4) ¿ urinary/bowel problems; undefined recurrence; dyspareunia; neuromuscular problems; constipation; rectal spasm. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.